Event description:
It was reported that there was a patient injury. It was noted that the patient had two ¿bad¿ falls post-implant. The first fall the patient fell down the stairs and the second fall was in the church parking lot. The patient stated that the falls caused the leads to move ¿up and out of the place on the right side.¿ it was noted that the manufacturer representative tried to reprogram about two months prior to (B)(6) 2014. It was noted ¿patient surgery to go back and fix lead wire placement.¿ the patient wanted to compliment the manufacturer representative on the customer service. The patient stated that the manufacturer representative was always checking in with patient to make sure he was okay. The patient stated that the manufacturer representative was very patient and methodical with patients. It was later reported on (B)(6) 2014 that the manufacturer representative saw the patient earlier ¿this week.¿ it was noted that the patient was doing very well since the revision and was getting great stimulation coverage. It was also noted that during the revision the leads were simply pulled back down. There was nothing new implanted. It was later reported that the manufacturer representative was asked what date they became aware of the patient¿s fall that affected the device or the lead migration or the surgery. The manufacturer representative stated that they could not remember the exact date but it was the week prior to (B)(6) 2014. It was noted that (B)(6) 2014 was most likely the earliest. It was noted that the manufacturer representative reprogrammed the patient that week and then the patient was to be sent for x-rays. The manufacturer representative noted that they learned of the x-ray results some point after (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).